Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05563, for the other associated device info. It was reported to boston scientific corp that a microvasive rx locking device & biopsy cap system was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, there was no noticeable damage to the device, and the biopsy cap was pre pierced before use. During the procedure, the sponge within the biopsy cap dislodged and became stuck within the scope. The scope and dislodged sponge were removed from the pt. A new scope and a second microvasive rx locking device & biopsy cap system were used, but again the sponge dislodged and became stuck in the scope. The second scope and dislodged sponge were removed from the pt. A third scope and a third rx locking device, without a biopsy cap were used to successfully complete the procedure. There were no pt complications reported as result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. (Sponge stuck in scope). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device will not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.